Event description:
It was reported that the surgeon implanted a micl12.6 implantable collamer lens in 2009, and the lens was replaced in the same month, due to excessive vault. The patient experienced elevated iop. The patient came in the next day for a post operative visit and the pressure was fine. The lens was replaced with a shorter lens. This report is for the od.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that a haptic was torn and a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found within the work order. Conclusions - at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the results may be an excessive vault.